Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: 1. Patient demographics: (B)(6), female. 2. What was the corrective measure to control the bleeding? There was no bleeding. 3. Did the patient experience any complications during the procedure? There was no post-operative complication due to bleeding. 4. Did this issue cause any procedural delay? Yes. 5. If so, how long? 1hr. 6. Did the patient present any complications after this surgery? No. 7. Did you need hospitalization or was your stay prolonged due to a device problem? No. 8. Did you need to be re-operated to avoid or correct any damage? No. 9. What is the current state of the patient? Recovery. 10. What is the status of the return of the product? Discarded.

Event description:
It was reported that during a sleeve gastrectomy procedure, the dr. Fired the device to staple the stomach and it only cut, did not staple, so the patient began to bleed a lot. Another stapler and another cartridge were used and there was no further problem in the procedure.